Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient (who was noted to be difficult to hear due to a constant noise in the background,) reported that the device was not working and that it hadn¿t worked since they received it last friday, (B)(6) 2020. When asked for clarification, the patient stated that they kept on getting the message to ¿retry,¿ however the patient said that the therapy wasn t helping. The patient & technical services (pats) agent did not ask about the circumstances that led to the reported issue. Patient & technical services asked what was on the screen and the patient mentioned the setting, to which the patient services agent confirmed that meant that it had connected to the implant. The patient reported that they weren¿t feeling stimulation and they didn¿t feel it after the surgery last friday. Therapy information was reviewed with the patient including healing time factors and therapy expectations. Patient services reviewed the option to make an increase in the setting and the patient did increase to 2.7. General programming guidance was also reviewed with the patient and it was noted that the patient seemed hesitant about making any additional adjustments. The patient said they would like to meet with someone and then stated that they had an appointment on (B)(6) 2020. The patient was redirected to contact their managing health care professional (hcp) office to check if they had made arrangements for someone from the manufacturer company to be at the appointment. No further complications were reported at this time.